Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(6); batch: 7260838.

Event description:
It was reported that the patient experienced leg numbness and foot pain following a trial procedure. The physician confirmed that numbness was not device related, however, it was procedure related. The patient underwent an early lead pull procedure, and the explanted leads were not returned.